Manufacturer narrative:
Device not returned. Ccds staff are in discussion providing additional information concerning the decontamination process and its effect on fit, as well as link to faqs. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported fuzzy, fibers coming out of decontaminated mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.